Manufacturer narrative:
Correction information b4: date of this report g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result d9:device available for evaluation? Additional information d4:unique identifier (UDI) d8:was this device serviced by a third party? H4:device manufacture date evaluation summary the pentax engineer checked with hospital staff. The device was used for examination. No harm was caused to the patient. The examination was completed with other device. The ift had multiple dents and leakage, most of this situation is due to the insertion tube was subjected to large external forces, such as compressed by heavy objects or the operator to use non-standardized equipment to squeeze the insertion tube, etc., for a long period of time, resulting in the insertion tube dents. The lcb fracture caused black spot of the image. Based on the data from the investigation results, we determined that the potential/root cause of the failure was that the bending rubber or ift was scratched and leaked, causing water to enter and cause poor image quality. The damage to the bending rubber and ift may have been caused by contact with a sharp object or being caught in the case while the endoscope was in storage, but the cause could not be determined. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on (B)(6) 2019 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on (B)(6) 2019. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
This device is not marketed in us, therefore 510k is not applicable. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
During use found: blurry image, appeared black spot. During reprocessing found: leakage and ift had multiple dents. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information. B3:date of event . B4: date of this report. B3: date of event was listed incorrectly and has been corrected. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.